Event description:
This lead was returned without documentation from an unknown source. The serial number on the lead is unreadable. Should additional information be received, this file will be updated.

Manufacturer narrative:
(B)(4)- during the analysis the device model and name were able to be identified. The manufacture date is impossible to acquire since the serial number is unknown. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis of the lead demonstrated a rubbed through insulation approx. 43 cm distal to the is-1 connector pin. Based on the characteristics of these damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Interaction between the lead body and the tricuspid valve should be taken into consideration. Diagnostic images clarifying this assumption were not available for analysis. The analysis did not reveal any sign of a material or manufacturing problem.